Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was explanted during a procedure performed to replace the implanted pacemaker. A new rv lead was implanted. There were no additional adverse effects reported.